Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual evaluation confirmed the knob ring is broken on the jrny ii cr lock fem implant impactor. The device shows significant signs of wear/usage. This failure mode has been previously identified. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. Design specification insufficient is the probable cause of the reported failure. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that instrument broke during surgery. It is unknown if it was inside the patient.